Event description:
Reporting status: serious injury/medical intervention. Reporting rationale dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported that a 3.0x18 mm rx vision stent was deployed in the proximal left anterior descending (lad) artery and a dissection occurred at the distal end of the lesion. A 3.0x12mm vision stent was used to treat the dissection. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. In this case, there was no reported device malfunction. Dissection as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. A conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined.